Event description:
6/2/99, blood center contacted baxer fenwal cqa to report that the day after completing an uneventful plateletpheresis donation, on the cs3000 system, the donor returned to the blood center to show them hives on her stomach which had developed on that following day. The donor questioned if it was related to the donation. The donor had seen her personal physician and received a cortisone ointment and otc benedryl to alleviate the symptoms. The donor was exhibiting no other adverse symptoms and her physician could not explain the cause of the hives. The blood ctr medical dir asked the blood ctr supv to contact fenwal to acquire "eto" sensitivity testing to rule it out as a possible cause. 6/4/99, a rast testing kit was forwarded to the blood ctr by fenwal. The sample was drawn on 6/9/99 per the ctr. Fenwal received the test results on 6/21/99. The results came back <0.35 ku/l, which is a negative result.